Event description:
It was reported that during an acl surgery the thread of the screw did not grip in the drill channel. The product is therefore dislodged from the femoral drill channel. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the part number ar-1380. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1370 cannulated interference screw, 7 x 20 mm batch 15235239 was received for evaluation. Visual inspection found scratches, nicks, and bents on the screw threaded body. Functional testing was not performed as not mating part or functional test equipment was available. However, the part was measurement to assure the dimensions were correct. Dimension "l" .787 ± .005 results: .786. Major ø .275 ± .003 results: .275. ID ø .082 ± .002 results: pass. The most likely cause of the reported failure is user error, specifically improper bone preparation.